Manufacturer narrative:
Lot code of device reported has been corrected from v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mwm30w to v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mhm30w. The device was not returned. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision on patient's left hip due to suspected infection (infection not clinically confirmed, onset unknown and severity unknown). A head and liner were exchanged in case of possible trunnionosis (trunnionosis not confirmed at time of report). Patient was revised to the same catalog numbers as the explants.

Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mwm30w; accolade plus tmzf hip stem #2; cat# 6021-0230; lot# 30356902; trident hemispherical cluster hole shell; cat# 502-11-54e; lot# 31081501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon performed a revision on patient's left hip due to suspected infection (infection not clinically confirmed, onset unknown and severity unknown). A head and liner were exchanged in case of possible trunnionosis (trunnionosis not confirmed at time of report). Patient was revised to the same catalog numbers as the explants.